Event description:
The sales representative reported on behalf of the customer that the sb957, detachable pouch 5x7" 5ea/box, was used during a laparoscopic cholecystectomy procedure on (B)(6) 2021 when it was reported ¿once the specimen is in the bag and we pull out the wand this black piece is falling off.¿ there was no injury, medical intervention, or hospitalization for the patient. The procedure was completed and there was no delay. After further assessment it was found the black piece was retrieved with a grasper. Per sales rep " a nurse casually mentioned this incident to me in conversation. It was not of great concern to her, or any other health care practitioners. They believe it was user error." The patient was reported as "status quo". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and will be filed as a voluntary distributor report.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.